Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent bladder fulguration of biopsy site and transurethral resection of small bladder tumor on (B)(6) 2008 due to pelvic pain and interstitial cystitis. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with anterior and posterior colporrhaphy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/14/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic floor prolapse and mixed urinary incontinence. It was reported that patient underwent cystourethroscopy, hydro distention of bladder, bladder biopsy, fulguration of biopsy site, ureteral dilatation, urethrolysis on (B)(6) 2004 due to urinary retention and interstitial cystitis. It was reported that patient underwent cystoscopy, ureteroscopy, hydrodistention, bladder saline lavage, bladder biopsy, fulguration of the biopsy site on (B)(6) 2008 due to interstitial cystitis and chronic pelvic pain syndrome. No additional information was provided.

Manufacturer narrative:
.